Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose reached a high of 548 mg/dl. The patient did not report any symptoms of hyperglycemia, but stated that he had been having issues with the past two or three infusion set changes. Troubleshooting was initiated for the high blood glucose. The patient confirmed that his infusion set is not changed every two to three days per IFU and cdc guidelines. Upon inspection the pump, the settings, the infusion set and insulin all appear functional. However, the customer declined a high pressure test; he will call in a couple days to do that. Additionally, he reported a hospitalization from a year and a half ago in which his blood glucose exceeded 600 mg/dl. He was wearing the insulin pump at the time of hospitalization, and he was released after four or five days. No products were shipped or returned.